Event description:
It was reported that user experienced a lack of a current delivery tone while performing acoustic neuroma. Site was not getting the ¿current delivery tone¿ when they were touching tissue/bone/anything that was not nerve. Emg response when touching nerve was fine,it¿s just the lack of audio when not touching nerve (the tone that indicates the set current was being delivered). It did provide the audio at .08. It¿s when stim was reduced the stimulus. With patient on the table there was not ¿current delivery¿ at .05, .10, or .15. At that point, used the nim 3.0 and it worked perfectly at .05. They attempted decreasing/increasing threshold which did not improve the issue and decreasing muting esu level which did not resolve the issue. There was a delay of less than 1 hour. There was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.